Event description:
Allergan sales rep reported on behalf of the doctor's office that the lap-band was explanted, due to alleged inability to hold fluid.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."